Manufacturer narrative:
The reported issue that the unspecified medication took longer to infuse than what was intended as there was left over volume in the medication bag at the end of the programmed infusion could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The device in question was being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
Event 7 - medication infused longer than intended. It was reported that an unspecified medication took longer to infuse than what was intended as there was left over volume in the medication bag at the end of the programmed infusion. This left over volume was infused to the patient by programming the pump an additional amount of "volume to be infused". This has resulted in longer infusion times that impacted the workflow and patient satisfaction in the outpatient infusion department. There was no patient injury. Although requested, additional information was not provided.